Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit passed rewind test, displacement test, prime/a33 test and excessive no delivery test. The p-cap does not lock into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm during basal. The customer was able to clear alarm. The insulin pump passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.